Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), 11 samples were contaminated with bacteria from the paenibacillus genus. 7 samples were reported as paenibacillus macerans. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary catalog (B)(4) batch no. (B)(4) customer reported a contamination issue. Neither photos nor returned good samples were received. Upon further evaluation it was noticed that complaint received was from a product already expired. Investigation cannot be conducted to the retention samples since the product is already expired. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The batch history record was not reviewed as the lot is expired, nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), 11 samples were contaminated with bacteria from the paenibacillus genus. 7 samples were reported as paenibacillus macerans. No patient impact reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k222591. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a false positive result due to contamination. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a false positive result due to contamination. There was no report of patient impact.